Manufacturer narrative:
The insulin pump was received with normal operating current; it passed self test, off no power test and displacement test. The device alarmed motor error during the basic occlusion test due to loose and protruded drive support disk. We were unable to perform the unexpected restart test, error test, prime test, excessive no delivery test and occlusion test. In addition, we were unable to verify prime alarm due to motor error alarm. .the insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer's blood glucose reading was 90 mg/dl. Product is not expected to return.